Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01846 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient over 18 years old). According to the complainant, a liver lesion at a depth of 10cm was being ablated. The electrode was advanced to the target lesion with a metal needle guide and a sheenman biopsy system. However, prior to performing the second ablation, a burn, 1cm in diameter, was noted on the patient's skin. After removing the electrode the insulation was found to be peeling off 3cm from the distal end. The procedure was cancelled and will be re-scheduled if the lesion requires further ablation. It is unknown how or if the burn was treated, however, the patient's condition following the event was reported as "no problem[s]."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01846 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (male patient (B) (6)). According to the complainant, a liver lesion at a depth of 10cm was being ablated. The electrode was advanced to the target lesion with a metal needleguide and a sheenman biopsy system. However, prior to performing the second ablation, a burn, 1cm in diameter, was noted on the patient's skin. After removing the electrode the insulation was found to be peeling off 3cm from the distal end. The procedure was cancelled and will be re-scheduled if the lesion requires further ablation. It is unknown how or if the burn was treated, however, the patient's condition following the event was reported as "no problem[s]."

Manufacturer narrative:
A visual examination of the returned device found that the insulation was peeled and torn at the cannula distal end. The damaged insulation was found to be peeled back in the proximal direction for a length of 4.1cm. Functionally, the array was able to be actuated without issue. Additionally, the array was found to be slightly tilted. Furthermore, continuity could be achieved between the handle and the exposed metal at the area of insulation damage indicative of proper device connectivity. The condition of the returned incident device was consistent with the complaint that the electrode insulation peeled which subsequently led to a patient burn. The account indicated that a metal needle guide had been used during this procedure. The directions for use (dfu) caution users on the use of metal needle guides and the potential for patient burns. Therefore, the most probable root cause is anticipated procedural complication. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).